Manufacturer narrative:
Disruption or loss of data transfer across the da pcba to mc pcba ribbon cable may cause the ventilator to detect a communication failure and shut down. Failure investigation will not be performed as this failure is being addressed through a mandatory field change order.

Manufacturer narrative:
Patient information was requested and not made available. Device will not be returned for evaluation.

Manufacturer narrative:
The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
It was reported due to a da pcba adc (data aquisition/printed circuit board assembly/analog digital converter) failed vent inop occurrences. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The customer confirmed there was no serious injury/patient harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
I was reported due to a da pcba adc failed vent inop occurrences. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. No patient harm reported, pending confirmation from customer.